Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Manufacturer's ref. No: (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported one patient underwent radiofrequency ablation procedure and required permanent pacing for a combination of sinus node disease and second-degree atrioventricular block during procedures performed under general anaesthesia. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿treatment of recurrent nonparoxysmal atrial fibrillation using focal impulse and rotor mapping (firm)-guided rotor ablation: early recurrence and long-term outcomes.¿ the purpose of this study was to compare the two catheters in terms of safety and efficacy. The study was conducted between may and december 2015. The 200 patients were involved in this study. Suspect device is thermocool sf catheter, however catalog and lot number are unknown.